Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. One day after start of support, a suction alarm appeared and flows suddenly decreased. Performance levels were decreased, and volume was given. However, the issue persisted and a sudden increase in motor current occurred. Clot entrainment was suspected, though not confirmed, and the pump was subsequently replaced. The patient was reported to be stable following the event.

Manufacturer narrative:
The investigation of low pump flow has been completed. The root cause of low flow was unable to be determined as limited clinical details were provided and no product was returned for review.